Manufacturer narrative:
Cartridge product history records were reviewed and documentation indicates the product met release criteria. The intraocular lens (iol) product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during advancing of an intraocular lens (iol), the cartridge started to split. There was no reported patient impact. Additional information was requested.